Event description:
Coiling treatment of an aneurysm. It was reported while repositioning the coil into the aneurysm, the coil broke at the detachment zone. No patient injury reported.

Manufacturer narrative:
Only the pushwire was returned for evaluation. The coil implant was found broken, but the evaluation could not determine the cause of the event.